Manufacturer narrative:
Approximate age of device - 4 years, 9 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The pump has not yet been received. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2016 the lvad system produced driveline fault alarms. The alarm was cleared; however, it reoccurred the following day. The patient was seen in clinic and the system controller was exchanged. The driveline fault alarm returned on the new system controller. The patient was asymptomatic. The technical service representative was onsite for a driveline repair (B)(6) 2016. The electrical continuity test did not reveal any broken wires. It was noted that the patient had continuously twisted the driveline to the point where most of the external portion was kinked. The x-ray images were viewed onsite and showed multiple areas of breakdown caused by the twisting. A percutaneous lead (driveline) replacement was attempted; however, the driveline wires were severely damaged, and the replacement could not be completed. The patient underwent a device exchange due to the events associated with the driveline.

Manufacturer narrative:
The evaluation of the returned distal portion of the percutaneous lead (driveline) confirmed an issue that would have caused the reported driveline fault alarms, and caused the inability of the pump to restart during the attempted driveline replacement procedure. The replaced portion of the driveline and the explanted pump were received for evaluation. The explanted device was returned with approximately 1 inch of the driveline extending from the pump housing. Upon disassembly of the pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline extending from the pump housing revealed that all wires were electrically intact. Approximately 32 inches of the original distal end portion of the driveline was returned for evaluation. The replacement driveline segment was also returned partially connected to the original driveline segment with the yellow, black, and red wires spliced. Electrical continuity testing of the returned distal portion of the driveline revealed that the black wire was open circuit. Upon removal of the rescue tape and the outer silicone sleeve, severe twisting as well as breakdown of the metal braided shield was observed on both sides of the partial driveline replacement site. Visual inspection of the underlying wires revealed a deformation of the black wire close to the proximal end of the partial driveline replacement site at approximately 20.5 inches from the metal connector. Microscopic inspection confirmed that the inner conductors of the black wire were visibly fractured inside the intact insulation in this location. Microscopic inspection and high potential testing of the returned portions of the driveline did not identify any areas of compromised wire insulation exposing the inner metal conductors. The fractured conductors of the black wire would have caused the reported driveline fault alarms captured in the submitted system controller log file, which showed that yellow wrench and driveline fault alarms occurred on (B)(4) 2016 and (B)(4) 2016, prior to and following the system controller exchange. The discontinuity of the black wire would also have resulted in the report that the pump would not restart when the new replacement driveline was connected to the system controller after splicing the yellow, red, and black wires during the attempted replacement procedure as there was a complete loss of phase 2 with the severed brown wire and the discontinuity of the spliced black wire. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records for all the returned equipment revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.